Event description:
A fax was received on 8/26/1999. The fax contained two user facility reports. One was filed against a venous bloodline and the other against an ash medcomp split catheter. The reports were filed in reference to an event which transpired on 8/14/1999. A pt initiated on dialysis at 7:15 am and at that time the luer lock connector of the venous line was secured to the catheter. At 8 am the connector was found separated from the catheter and there was blood on the floor and the pt's clothing. The ebl was 300cc. The pt was infused with saline and transported to the hosp. The pt was subsequently released. There were no additional adverse effects reported. The bloodline was checked for cracks at the facility and it was reported that none were filed. No sample is available.